Event description:
As reported, stent got stuck in the microcatheter. When attempting to recapture the stent, the stent became stuck and was unable to be fully retracted into the microcatheter. The stent was then withdrawn together with the microcatheter and successfully removed from the patient. Another stent was used to continue the procedure. Subsequently, the procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.